Event description:
The reporter stated that the surgeon inserted an aq2010v 3 piece silicone lens. The lens tore during insertion into the eye. The lens was removed. No patient injury. The cause of the lens tearing is unknown.